Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: sagittal balance of thoracic lordoscoliosis: anterior dual rod instrumentation versus posterior pedicle screw fixation. Carolin schmidt, ulf liljenqvist, thomas lerner, tobias l. Schulte, viola bullmann. Received: 6 july 2010 / revised: 13 march 2011 / accepted: 25 march 2011 / published online: 6 april 2011. N=2: rod breakage post op.